Event description:
A femoral neck fracture was treated with a press fit modular moore stem with a bipolar cup. The surgeon templated and broached the femoral canal for a large stem. When the implant was inserted into the femoral canal tothe final depth, a distal femoral fracture occurred that was not noticed until x-rays were taken in the recovery room. The patient was then returned to the operating room where cerclage wires were used to reduce the fracturedevice labeled for single use. Patient medical status prior to event: unknown. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: no data. The device was not destroyed/disposed of.